Event description:
Eval revealed a misaligned display screen and review of the pump history revealed loss of prime alarms associated with zero force.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and review of the pump history revealed loss of prime alarms associated with zero force. Loss of prime alarms were not duplicated during eval.